Event description:
The customer reported that the device displayed an speaker malfunction error. There was no reported adverse event to the patient or user.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Reporting state (B)(6).

Manufacturer narrative:
The device had functional testing completed indicating that the loudspeaker assembly needed to be replaced. The customer was provided a replacement loudspeaker assembly to resolve the issue.

Event description:
The customer reported that the device displayed an speaker malfunction error. There was no reported adverse event to the patient or user.